Event description:
Transjugular intrahepatic portosystemic shunt (tips) revision case. The patient has an existing stent that was placed on (B)(6) 2013. The physician deployed a 10 x 80 x 120 protege gps over a guidewire and post dilated with 8mm pta. The physician then removed the stent deployment device and tried to introduce 8mm pta, but noticed the nosecone of the stent deployment system (approx. 4") was still on the guidewire. The physician removed wire from patient and removed broken section of the nosecone. The physician then introduced pta and post dilated. The patient tolerated procedure well and is in good condition.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician intended to use the prot233; gps to treat a lesion. It was reported that when the physician removed the stent deployment device, he tried to introduce an 8mm pta but noticed the deployment nosecone was still on the guidewire. The physician removed the guide wire from the patient and removed broken section of nosecone. Evaluation summary: the distal end of the protege gps was received for evaluation without any ancillary devices or cine images from the procedure, approximately 84mm of distal tip and mono-lumen were returned. The break in the mono-lumen exhibits stretching and necking deformation. The stretching and necking would suggest that the catheter was subjected to tensile forces exceeding the materials yield strength. No patient injury reported

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.